Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a revision of hip including mdm liner head and metal liner. Replaced with a shorter head.

Manufacturer narrative:
An event regarding revision surgery involving an unknown mdm liner was reported. The event was confirmed from revision surgery implant sheet. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient had a revision of hip including mdm liner head and metal liner. Replaced with a shorter head.